Manufacturer narrative:
A boston scientific technical services (ts) consultant stated the device was in elective replacement near (ern) status and stated a two month follow-up period was okay. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had a magnet rate of 90 ppm and a longevity remaining estimate of less than a (B)(6). It was reported the gas gauge was showing one quarter before elective replacement time (ert). The health care provider asked whether a planned follow-up appointment in two months would be appropriate. No adverse patient effects were reported.